Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set needle did not completely retract during use when the safety button was pressed. The following information was provided by the initial reporter: "when the health care provider pressed the button the needle was not fully retracted."

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set needle did not completely retract during use when the safety button was pressed. The following information was provided by the initial reporter: "when the health care provider pressed the button the needle was not fully retracted."

Manufacturer narrative:
H.6. Investigation: bd received five (5) photos as well as one (1) physical sample were received for review and analysis. The photos and sample confirm the reported issue of a retraction failure. Therefore, this complaint is confirmed. In addition, bd sumter conducted retraction- lock-out testing on thirty (30) retention samples for batch 9316429. All thirty (30) samples passed the test with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.